Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced blood glucose (bg) excursions since the prior week. The patient reportedly had bg value of ¿hi¿ on the meter; no symptoms suggestive of hyperglycemia were reported. The reporter noted that the meter was not a one-touch ping meter. The patient was reportedly treated for the elevated bg; the treatment was not specified. The reporter stated that the patient¿s bg then went too low. A low bg value was not provided. Information regarding treatment of the reported low bg was not provided. The reporter stated that the pump was not available at the time of the call and was not able to troubleshoot. The reporter stated that the patient¿s healthcare provider ¿actually said that possibly the pump is malfunctioning.¿ the reporter was advised to call back with the pump in-hand to perform troubleshooting with animas customer technical support (acts). Acts made several attempts to contact the reporter in follow-up to review the pump; however, the reporter did not respond to those attempts. This complaint is being reported because the patient¿s hcp alleged a possible pump malfunction related to the reported bg excursions.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: review of the black box and download history revealed that all records pertinent to the date of the alleged event of (B)(6), 2013 had been overwritten. The first bolus delivery record that appears in the history is (B)(6) 2014. The black box revealed the pump was running on incorrect time and date since approximately (B)(6) 2014. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump was powered on and exercised for 24 hours without issue and was found to be delivering accurately within the required range. Investigation did not duplicate the complaint.